Manufacturer narrative:
Medical device lot #: an invalid lot # of 20200410231 was provided by the initial reporter .device expiration date: unknown .a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 ll vlv adpt(stand alone) experienced expanding/ballooning/bulging tubing. The following information was provided by the initial reporter: the balloon was not deflating.

Event description:
It was reported that 2 ll vlv adpt(stand alone) experienced expanding/ballooning/bulging tubing. The following information was provided by the initial reporter: the balloon was not deflating.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20065106 investigation: a 2000e-04 product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 20065106. Further information provided by the customer appears to indicate that a flow restriction is observed when the smartsite is connected to a mobifuser product. No flow restriction was observed when connected to surefuser and folfuser products. A review of the production records for lot 20065106 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.